Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval. A thorough review could not be conducted as the part number and lot number were not provided. Add'l info has been requested and a supplemental report will be filed when add'l info is provided.

Event description:
It was reported to globus that a pt had a revision surgery because the rods moved out of the screws.

Manufacturer narrative:
Based on the information provided, it is most probable the rods became dislodged as a result of the locking cap not being properly tightened on the rods. However, without the implants to evaluate, no definitive conclusion can be determined. If additional information is provided, another supplemental report will be submitted.